Manufacturer narrative:
Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During the functional test, the smart coil was unable to be advanced from its returned position due to the kink in the pusher assembly near the mid-joint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01177.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance at all within its introducer sheath. Subsequently, the hospital staff kinked the smart coil; therefore, the smart coil was removed. Afterwards, the physician attempted to advance a new smart coil within its introducer sheath; however, the same issue occurred. The smart coil would not advance at all within its introducer sheath; therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.